Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
On (B)(6) 2017 the patient was implanted with a platinium sonr crt-d 1811 and the implant was successfully without any untowards events. On (B)(6) 2017 the patient was discharged home. On (B)(6) 2017 the patient experienced an inappropriate shock due to supraventricular tachycardia without resulting into a serious adverse event. No further action was taken, the device remains to be implanted and patient continues in the study.

Event description:
On (B)(6) 2017 the patient was implanted with a platinium sonr crt-d 1811 and the implant was successfully without any untowards events. On (B)(6) 2017 the patient was discharged home. On (B)(6) 2017 the patient experienced an inappropriate shock due to supraventricular tachycardia without resulting into a serious adverse event. No further action was taken, the device remains to be implanted and patient continues in the study.